Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc hole in catheter. The following information was provided by the initial reporter: tip of the catheter has a hole in it. This was noticed after the catheter would not thread into the vein. Nurse wasn't sure if this was caused by manipulation of the catheter and needle in the vein or if it was like this prior to insertion. 19 aug describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Multiple attempts for IV access.

Manufacturer narrative:
Investigation results: the complaint of a hole in the catheter tip was confirmed; however, the root cause was undetermined. One 22g insyte autoguard was returned for investigation. A v-shaped hole was identified in the catheter tip, which was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.